Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: none. Adverse event: hematoma. Time of adverse event: after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the procedure, the pt developed a "large hematoma" greater than 6 cm. Digital pressure was applied to express the hematoma. The starclose se clip was uneventfully deployed and achieved hemostasis. The pt was discharged as planned. There were no reported adverse pt effects. Though requested, no additional info was provided.